Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness within specification) ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported an intracapsular rupture diagnosed by MRI. Later healthcare professional reported "rupture, capsular contracture, baker grade iii, and exchange." Device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. . Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Patient reported right side intracapsular rupture. Healthcare professional later confirmed right side rupture and reported capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.